Event description:
It was further reported that the patient received inappropriate shocks, and the ventricular lead exhibited noise, a spike in impedances, and an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. The proximal conductor was fractured, and the defib conductor was distorted. The outer tubing overlay was melted, and the outer insulation exhibited a cosmetic and breached depression. Blood was found in/on the helix/lobe mechanism. The analyst noted that the proximal and right ventricular circuit run on the same conductor, and the conductor was fractured at 48cm where the breached depression was located.